Manufacturer narrative:
This event was determined to be a supplemental information to MFR# 2916596-2024-02207. All investigational findings will be reported under that event.

Event description:
It was reported that the system controller had frequent power cable disconnect alarm. The cause of the failure was suspected to be battery clip failure, although not confirmed. The internal controller was replaced.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.